Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving baclofen (500 mcg/ml at 300 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. It was reported that a few days after a pump replacement procedure on (B)(6) 2016 the patient started to feel an increase of spasticity. A dye study showed pooling of dye behind the pump. On (B)(6) 2016 it was discovered that the catheter had a hole near the pump connection site and there was a seroma of fluid in the pocket. The catheter connector was replaced. As of (B)(6) 2016 the issue was resolved. The cause of the catheter issue was unknown.

Manufacturer narrative:
Analysis of the catheter revealed sliced cuts that went through the lumen on the catheter body that were not related to explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.